Manufacturer narrative:
Reported event of sensing noise and pacing problem were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient presented to clinic due to feeling unwell. Device interrogation revealed oversensing noise and failure to capture on the right ventricular (rv) lead and pacemaker (pm). The physician elected to explant and replace the rv lead and pm. There were no patient consequences after the procedure.

Manufacturer narrative:
Updated the description to remove implantable cardioverter defibrillator (ICD) and add the pacemaker. It was previously reported as implantable cardioverter defibrillator (ICD).

Event description:
Related MFR report number: 2017865-2023-48206. It was reported that a patient presented to clinic due to feeling unwell. Device interrogation revealed oversensing noise and failure to capture on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. There were no patient consequences after the procedure.